Event description:
The manufacturer received information alleging the pressure did not increase during preparation for shipping. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated. The service technician replaced the main board as a preventive measure. Additionally, an informational message about checking ac power supply was found in the device's event log but was not related to the reported issue. The power cable harness was replaced to address this issue.